Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('diffuse pain all over the body/pain from morning to evening, even at night') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), myalgia ("severe muscle pain"), arthralgia ("severe joint pain in the lower limbs"), headache ("headache"), visual impairment ("vision disorder"), eczema ("eczema"), gait disturbance ("difficulty walking"), head titubation ("head tremors"), tremor ("hand tremors") and dysphagia ("difficulty swallowing"). At the time of the report, the pain, myalgia, arthralgia, headache, visual impairment, eczema, gait disturbance, head titubation, tremor and dysphagia outcome was unknown. The reporter considered arthralgia, dysphagia, eczema, gait disturbance, head titubation, headache, myalgia, pain, tremor and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('diffuse pain all over the body / pain from morning to evening, even at night') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), myalgia ("severe muscle pain"), arthralgia ("severe joint pain in the lower limbs"), headache ("headache"), visual impairment ("vision disorder"), eczema ("eczema"), gait disturbance ("difficulty walking"), head titubation ("head tremors"), tremor ("hand tremors") and dysphagia ("difficulty swallowing"). At the time of the report, the pain, myalgia, arthralgia, headache, visual impairment, eczema, gait disturbance, head titubation, tremor and dysphagia outcome was unknown. The reporter considered arthralgia, dysphagia, eczema, gait disturbance, head titubation, headache, myalgia, pain, tremor and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('diffuse pain all over the body / pain from morning to evening, even at night') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), headache ("headache"), pruritus ("significant itching"), eczema ("eczema"), myalgia ("severe muscle pain"), arthralgia ("severe joint pain in the lower limbs, hip pain"), migraine ("migraines"), vision blurred ("vision disorder, blurry vision"), diplopia ("double vision"), balance disorder ("loss of balance"), gait disturbance ("difficulty walking"), head titubation ("head tremors"), tremor ("hand tremors"), dysphagia ("difficulty swallowing"), abdominal pain upper ("gastric pain") and neck pain ("cervical pain"), 5 years after insertion of essure. The patient was treated with surgery (essure must be removed). At the time of the report, the pain had not resolved and the menorrhagia, headache, pruritus, eczema, myalgia, arthralgia, migraine, vision blurred, diplopia, balance disorder, gait disturbance, head titubation, tremor, dysphagia, abdominal pain upper and neck pain outcome was unknown. The reporter considered abdominal pain upper, arthralgia, balance disorder, diplopia, dysphagia, eczema, gait disturbance, head titubation, headache, menorrhagia, migraine, myalgia, neck pain, pain, pruritus, tremor and vision blurred to be related to essure. The reporter commented: in follow up on (B)(6) 2020 reporter stated "current state: must have the implants removed after years of tests to understand these pains" most recent follow-up information incorporated above includes: on 6-jul-2020: reporter answered to follow up request: essure implantation on (B)(6) 2012. Events occurred in 2017. New events reported: heavy periods, gastric pain, loss of balance, migraines, significant itching, blurry and double vision (prev. Reported visual disorder specified), cervical pain. Current state: must have the implants removed after years of tests to understand these pains (essure not removed at time of reporting). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.